Event description:
Keypad not working. Reporting due to the referenced issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was not provided, therefore no review could be performed. The subject device (model agilia sp, serial number (B)(6)) was not returned to our laboratory for analysis, and neither was the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. However, reported issue was confirmed using the provided video. As well, it is known that the subject device was put back in service by replacing the disengagement flexible ic kit. Based on available information, the root cause of the reported issue could be linked to a defective keyboard. But, since subject device was not returned to our laboratory, it could not be confirmed with certainty. An internal CAPA was initiated in order to investigate and reduce occurrence of defective keypad issues linked to production and liquid infiltrations on agilia product range. Note: reported device was manufactured before corrective actions have been implemented in (B)(6) 2020. In addition we strongly recommend users to follow the disinfecting and cleaning processes that are clearly indicated in the ifus as upon investigation of defective keypads provided by other customers, the cause was found to be linked to the cleaning/disinfecting process of the pumps performed in hospitals. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.